Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used (empty) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages or other deviations were not detected. As-received condition the white clamp was closed. The original wing cap was not handed over, the patient end connector was not closed. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. Additionally the pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. A proper examination of the flow rate can not be carried out at the sample, since the sample is blocked. The received sample is not within our specifications. We have informed our manufacturer accordingly. A proper examination of the flow rate can not be carried out on the sample, since the sample is blocked. Hence we assess this complaint to be not judgeable. Two capas have been initiated to address the subjects: capa001475 has been initiated to address blockage caused by other than gluing. Capa001365 to address all flow rate issues for customer complaint. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): flow rate too fast drug: 5fu.